Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This (B)(4) is related to (B)(4) which reports about the 1st revision surgery. This pc reports about the 2nd revision surgery. It was reported that on an unknown date, the primary surgery was performed via tha. On (B)(6) 2018, the 1st revision surgery was performed due to unknown reason replacing only cup with a competitor¿s cup. After that, on an unknown date, the infection was confirmed. The 2nd revision surgery was performed due to infection replacing the stem and head on (B)(6) 2021. Doi: unknown, dor: (B)(6) 2021, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.